Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the air/water cylinder had no color, the suction cylinder had no color, the grip had a scratch, due to damage on air/water tube the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a dent, the objective lens had a chip, the light guide lens had discoloration, and the connecting tube had a wrinkle. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had poor handling of the probe end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.